Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. The lead was explanted and replaced with no adverse consequences to the patient.